Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet and streaked with blood residue. Blood residue was noted in between both ends of the screw flanges and the potting cut surfaces. A visual examination found no kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and intact. The device was subjected to a laboratory bubble point test; no leak was observed (possibly due to the coagulated blood). The dialyzer was then subjected to (destructive) disassembly. During disassembly, no damage or irregularities were identified within the fiber bundle; specifically, no broken, kinked, looped, or short fibers and no loose fiber fragments were identified. The polyurethane (pu) cut surfaces on both ends were intact; there was no visible damage, irregularities or separations identified. The fiber bundle did not have any kinked, looped, short, broken fibers or any damage or irregularity. The inferior surfaces of both polyurethane potting ends were examined for voids. No voids were present. A review of the device manufacturing records was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although no internal leak was observed during the bubble point test, blood was observed within the dialysate chamber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The clinical manager at the user facility reported that a dialyzer blood leak occurred approximately 40 minutes after the initiation of the hemodialysis (hd) treatment. The leak was noted as being an internal blood leak within the dialyzer. No damage to the dialyzer or its packaging was observed. The 2008t hd machine generated a blood leak alarm. A blood leak test strip was used to check for the presence of blood and returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on the same machine, and then the hd therapy was continued and successfully completed. Fresenius bloodlines were in use during the patient¿s hd treatment. The dialyzer was available to be returned to the manufacturer for evaluation.